Manufacturer narrative:
Omit: a090103 - no audible prompt / feedback (2282), g0600101 - alarm, audible, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that an infusion bag of orencia 750mg emptied and the device did not provide air-in-line alarm. The medication was programmed to infuse at 200ml/hr and the rate was never changed throughout the entire infusion. The infusion was started at approximately 0845 and ran over 30 minutes. When the volume was completed, the device alarmed "infusion complete" at approximately 0915. The port was flushed and the medication in the tubing was well past the air-in-line sensor and had not alarmed "air-in-line". The infusion completed at the expected time. There was patient involvement but no harm.

Manufacturer narrative:
Correction : imdrf annex g codes. Omit: g02001 - antenna.

Event description:
It was reported that an infusion bag of orencia 750mg emptied and the device did not provide air-in-line alarm. The medication was programmed to infuse at 200ml/hr and the rate was never changed throughout the entire infusion. The infusion was started at approximately 0845 and ran over 30 minutes. When the volume was completed, the device alarmed "infusion complete" at approximately 0915. The port was flushed and the medication in the tubing was well past the air-in-line sensor and had not alarmed "air-in-line". The infusion completed at the expected time. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that an infusion bag of orencia 750mg emptied and the device did not provide air-in-line alarm. The medication was programmed to infuse at 200ml/hr and the rate was never changed throughout the entire infusion. The infusion was started at approximately 0845 and ran over 30 minutes. When the volume was completed, the device alarmed "infusion complete" at approximately 0915. The port was flushed and the medication in the tubing was well past the air-in-line sensor and had not alarmed "air-in-line". The infusion completed at the expected time. There was patient involvement but no harm.